Manufacturer narrative:
Correction: please retract this report 2017865-2020-21688, the same issue was previously reported as 2017865-2020-21744.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was noted with a noise problem. Programming changes were made. The patient was stable.